Manufacturer narrative:
Date of event: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was unable to charge the ipg and experienced inadequate stimulation. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced to a non-rechargeable one. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patient was unable to charge the ipg and experienced inadequate stimulation. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced to a non-rechargeable one. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware.